Event description:
It was reported that the customer's buttons on her insulin pump were not working. The customer's blood glucose level was 75 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The customer received a button error alarm after troubleshooting. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm. The insulin pump had intermittent button response due to moisture damage keypad trace. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip.